Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 192 mg/dl. Customer stated that the crack on above the liquid crystal display screen and top battery compartment. Customer also reported that the insulin pump had battery out limit alarm. Customer stated that the insulin pump alarmed after battery change. Customer stated that they were able to clear the alarm. Customer stated that they did not received a request to rewind insulin pump. Insulin pump was not alarming at time of call. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had minor cracked battery tube threads, cracked case at display window corners. (B)(4).